Event description:
It was reported that this lead was an attempted implant due to it was exhibiting helix issues and it was bent. A new lead was successfully implanted in the deep septal. No additional adverse patient effects were reported.